Manufacturer narrative:
Upon reassessment, this failure mode was identified to not be likely to cause or contribute to a serious injury if it were to reoccur and thus should not be considered a reportable event. Please consider the previous report void. This event was reported on MFR-0001526350-2023-01477 nov 08, 2023.

Event description:
Upon reassessment, this failure mode was identified to not be likely to cause or contribute to a serious injury if it were to reoccur and thus should not be considered a reportable event. Please consider the previous report void. This event was reported on MFR-0001526350-2023-01477 nov 08, 2023.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The reported pressure issue could not be replicated; no problem found. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during maintenance that the unit failed reservoir calibration. The pressure was unstable/degrading at 50mmhg and 250mmhg set points. Pressure is stable at 475mmhg and 700mmhg set points. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) the product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.